Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle safety shield snapped off and resulted in a needle stick injury. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the safety snapped off or not engaging on the subject line needle, which resulted in needle stick injuries. Confirming with customer how many occurences there were for both lot #s as well as how many injuries there were and the dates these occured" "have had at least 10 reported issues of the safety snapping off or not engaging on the subject line needle. Item 305761 - needle hypo 25ga 1in bevel eclipse ll 1 hand activ safety pivot shield mechanism two lot numbers so far lot number 7342376 . Lot number 5141104. Dates of injuries (B)(6) 2020 to (B)(6) 2020. Have you saved samples and packaging and quarantined the stock? No reminded staff they must do that. Have the nurses been using their thumb to activate the safety, or a hard surface? Both".

Event description:
It was reported that the bd eclipse¿ needle safety shield snapped off and resulted in a needle stick injury. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the safety snapped off or not engaging on the subject line needle, which resulted in needle stick injuries. Confirming with customer how many occurences there were for both lot #s as well as how many injuries there were and the dates these occured." "Have had at least 10 reported issues of the safety snapping off or not engaging on the subject line needle. Item 305761 - needle hypo 25ga 1in bevel eclipse ll 1 hand activ safety pivot shield mechanism two lot numbers so far: lot number 7342376; lot number 5141104; dates of injuries (B)(6) 2020. Have you saved samples and packaging and quarantined the stock? No reminded staff they must do that. Have the nurses been using their thumb to activate the safety, or a hard surface? Both."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history review could not be completed as no batch number was provided. Based on the quality team's investigation, the root cause of this incident cannot be determined.